Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device, provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad separated from the jaw exposing metal on the grasping section. In addition, there were burn marks noted on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely root cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad was burned and partially detached exposing metal. There was no damage to the probe tip. The procedure was successfully completed using a different but similar device. There was no patient injury reported. No additional information was provided.